Event description:
Customer reported two hospitalization event. The customer stated he was hospitalized on (B)(6) 2014 for low blood glucose. His blood glucose at the time of admission was 28 mg/dl. He stated his low blood glucose could be due to him not eating and his glucagon shot not working. The customer also reported being hospitalized on (B)(6) 2014. Blood glucose at the time of admission was unknown. The customer also mentioned that his threshold suspend did not alert him of his low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.